Manufacturer narrative:
A titan touch pump was returned for evaluation. The available information indicated "hard pump" may have contributed to the device malfunction, but because no functional abnormalities were noted with the returned pump or connector with tubing, quality cannot determine the root cause of this reported event. Should additional information be received, this file will be re-evaluated, according to procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to hard pump are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, and because no functional abnormalities were observed with the returned components, no further corrective action is required at this time. (B)(4). Effective immediately, we are required to electronically submit individual adverse event reports for these product codes. Exemption #e2006011.

Event description:
According to available information, sales representative stated hard pump.